Manufacturer narrative:
Review of the operative notes, imaging reports and post-op visit notes. The right knee tka occurred on (B)(6) 2015. The poly patella (not the subject of this investigation) was reported to be loose and the tibial alignment was found to be questionable on (B)(6) 2016 (18 months post-op). Both components remain implanted. Imaging report from the latest x-ray series dated (B)(6) 2016 reported a stable appearance of a right tka with no obvious evidence of loosening around the arthroplasty; however, the surgeon's opinion is that the poly patella was loose. This investigation finds no evidence that the tm lps monoblock tibia failed or is failing to perform as intended. Should additional information become available, this investigation may be re-opened.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
Medical records indicated that the patient alleged to right knee pain, swelling, and erythema over the wound. Patient has a history of hypertension, dyslipidemia, morbid obesity and tricompartmental osteoarthritis. Patient alleged to right knee pain, swelling, discoloration and loosening approximately one year post-implantation. Planned revision is unknown. The tm monblock tibia is the only component with zimmer biomet-tmt design control